Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he went to the doctor due to several skin infections from the sensor. The sites became red, raised, warm to the touch, and were about the size of a quarter. The customer was given antibiotics for the infections. The customer discussed the infections with his insulin pump trainers and educators, but the issues were not resolved. The customer stated that he would like to return the sensors since he is unable to use them. Nothing further was reported.